Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus/basal. The device wasn't exposed to high magnetic field. Customer's blood glucose was 114 mg/dl. The alarm had occurred five times in the last months. Customer doesn't use the senor feature and was unable to complete the rewind process. Customer was advised the device needs to be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received missing end cap sticker, minor scratches on lcd window and broken belt clip slot.